Event description:
It was reported that during an aortic valve replacement, the graft was cut in two to be used as perfusion lines and was connected to femoral and axillary arteries. Under a pressure of 200 mmhg and heparinization, blood leaked at 6000 ml/three hours. Blood leakage was stopped after extracorporeal circulation was completed and protamine was administrated.

Manufacturer narrative:
Remaining fragments of the complaint device were sent to an outside laboratory for scanning electron microscopy analysis. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of seven products coated on the same day and under the same conditions as the complaint device indicated values well within product specs. One retention sample coated on the same period and under the same conditions as the complaint device underwent water permeability testing at 120 mmgh as per iso 7198. The test result indicated a value well within product specs. The investigation is still on going. A follow-up report will be submitted upon completion of the investigation.